Event description:
It was reported by the customer that a pyxis medstation system need a srm swap from old fridge to new fridge. The customer conformed that there was malfunction occurred during the distending process and there was a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device need a srm swap from old fridge to new fridge. The field service engineer moved srm to a new fridge and checked calibration and test srm to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.